Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concomitant products included cilest (ortho-tri-cyclen lo), medroxyprogesterone (depo provera) and nsaid's. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 10 days after insertion of essure, the patient experienced menorrhagia ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), rash ("skin rash"), pruritus ("itching") and urticaria ("hives"). On (B)(6) 2011, the patient experienced vaginal infection ("vaginitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), nausea ("nausea"), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("mental anguish"), back pain ("pain lower back area") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy(full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, infection, vaginal haemorrhage, migraine, headache, nausea, depression, anxiety, vaginal discharge, rash, pruritus, urticaria and vaginal infection outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia, back pain and genital haemorrhage had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, urticaria, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-oct-2018: plaintiff fact sheet received. Event added:skin rash, itching, hives, vaginitis, heavy bleeding. Event outcome was updated for the event: lower back pain. Concomitant drug was added. Event onset date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concomitant products included medroxyprogesterone (depo provera) and nsaid's. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging"), infection ("infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge") and back pain ("pain lower back area"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, infection, vaginal haemorrhage, migraine, headache, nausea, depression, anxiety and vaginal discharge outcome was unknown, the menorrhagia, dysmenorrhoea and dyspareunia had resolved and the back pain was resolving. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, infection, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jul-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information, concomitant drugs and events- abnormal bleeding (vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines, headaches, nausea, psychological or psychiatric problems ¿ depression, mental anguish;, vaginal discharge, pain lower back area were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen lo), medroxyprogesterone acetate (depo provera) and nsaid's. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("menstrual hemorrhaging"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), rash ("skin rash"), pruritus ("itching") and urticaria ("hives"), 10 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal infection ("vaginits"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), nausea ("nausea"), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("mental anguish"), back pain ("pain lower back area"), genital haemorrhage ("heavy bleeding"), vulvovaginal candidiasis ("candida vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy(full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, back pain, genital haemorrhage and vulvovaginal candidiasis had resolved and the infection, vaginal haemorrhage, migraine, headache, nausea, depression, anxiety, rash, pruritus, urticaria, vaginal infection and post procedural complication outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, pruritus, rash, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event candida vaginosis and post procedural complication. Updated outcome of events vaginal discharge,menorrhagia, vulvovaginal candidiasis as recovered. Updated outcome of event genital haemorrhage as non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging") and infection ("infection"). The patient was treated with surgery (underwent a full hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, menorrhagia and infection outcome was unknown. The reporter considered infection, menorrhagia and pelvic pain to be related to essure. Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.